Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges chair not working correctly and feels like issue is with electronics. Provider has tried several times to repair. End user has injured himself several times. Claims walls, toilet, and sink have been damaged. (Unit surges).

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (surging) could not be duplicated.

Event description:
Alleges chair not working correctly and feels like issue is with electronics. Provider has tried several times to repair. End user has injured himself several times. Claims walls, toilet, and sink have been damaged. (Unit surges).